Event description:
Caller alleged discrepant precision results when compared to another meter. Results as follows: date: (B)(6) 2013, inratio: 5.5, inratio: 2.5. Customer reported comparing meters side by side. Patient's therapeutic range is 2.0 - 3.0. Customer reported using one lot with two meters for comparison. Customer reported serial number for only one meter. Product information for 2nd meter is unknown.

Manufacturer narrative:
Investigation pending.